Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had fallen during handling and damaged several boards in the rear. A field service engineer removed the legacy half-height cubie drawer 5.2 after confirming it was not a rail issue. The fse reseated the position sensor and reassembled the latch assembly. During reinstallation, the drawer fell and damaged multiple rear boards. The entire drawer was replaced by fse. The customer loaded medication into the cubies to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.